Event description:
It was reported that the device¿s occlusion seal was cracked. There issue was discovered during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal and damaged battery compartment. Event history log review was not applicable. Functional testing was performed and the reported issue was confirmed. The root cause was a damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.